Event description:
A hemodialysis inpatient user facility ahs reported that during treatment a blood leak occurred at the header. A new system was strung and the pt completed their treatment without further issue. The leak was visually observed and the machine alarmed. Estimated blood loss was 250cc's. Patient had no adverse effects and required no medical intervention. Sample is not available; sample was discarded.

Manufacturer narrative:
The device evaluation has not yet been completed. A follow up report will be filed upon completion of the investigation.